Event description:
It was further reported that six (6) additional batteries were removed from service for power switching.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 04-may-2023 h5: no d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 12-may-2023 h5: no d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 12-may-2023 h5: no d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 08-may-2023 h5: no d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 12-may-2023 h5: no d1: heartware ventricular assist system- battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2024/ serial #: (B)(6) d9: no h3: no h4: mfg date: 25-apr-2023 h5: no . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: one controller (B)(6) and seven (7) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Additionally, analysis of the data log file did not reveal any premature power switching events involving (B)(6) within the analyzed period. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 17/mar/2025 at 19:16:07 and on 27/apr/2025 at 20:06:33, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port 1 with 91% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 49% rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The data point prior to the second loss of power revealed that (B)(6) was connected to power port 1 with 96% rsoc and (B)(6) was connected to power port 2 with 29% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for six (6) seconds and ten (10) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported loss of power and the reported power switching events involving (B)(6) were confirmed; however, the reported power switching event could not be confirmed for (B)(6). The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptac le. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) h3: yes, battery (B)(6) h3: yes, battery (B)(6) h3: yes, battery (B)(6) h3: yes, battery (B)(6) h3: yes, battery (B)(6) h3: yes, battery (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 09-may-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibited power switching, and review of log file data revealed the controller experience an unexpected loss of power. The ventricular assist device (vad) was off for a few seconds and then restarted with normal parameters. No power disconnect alarms or other critical alarms were found. The battery was replaced and the controller remains in use. No patient complications have been reported as a result of this event.